Event description:
After the sheath was slit, the pacing threshold increased to 4.5 volts at 0.4 milliseconds. The lead body was rotated in an attempt to withdraw it from the right ventricular (rv) septum, but the lead could not be easily removed from the septal tissue. Additional tension was applied, during which the helix began to stretch, particularly along its proximal portion. Despite this, the helix did not fully elongate and remained firmly embedded in the tissue. The physician encountered significant difficulty extracting the lead from the septum. With continued steady traction, the lead eventually released and was removed. Tissue was observed adhered to the distal portion of the helix upon removal. This brady lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to location and pacing morphology. After the sheath was slit, the pacing threshold increased to 4.5 volts at 0.4 milliseconds. The lead body was rotated in an attempt to withdraw it from the right ventricular (rv) septum, but the lead could not be easily removed from the septal tissue. Additional tension was applied, during which the helix began to stretch, particularly along its proximal portion. Despite this, the helix did not fully elongate and remained firmly embedded in the tissue. The physician encountered significant difficulty extracting the lead from the septum. With continued steady traction, the lead eventually released and was removed. Tissue was observed adhered to the distal portion of the helix upon removal. This brady lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.